Manufacturer narrative:
The implant date reflects the date the patient was implanted with the lvad. Approximate age of device- 2 months, 25 days (calculated from the date when the mpu was issued to the patient.) No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the manufacturer's technical service representative reviewed a submitted log file and observed a no external power alarm on (B)(6) 2017 while the vad system was connected to a mobile power unit (mpu). It was suspected that the power cord of the mpu may have come loose or unplugged at the mpu or the wall outlet. At the time of the event, the system controller's internal battery provided power to the pump as designed. The patient was reported to be asymptomatic. No additional information was provided.

Manufacturer narrative:
Review of the submitted controller event log file confirmed two low power hazard events. The events occurred while the system was operating on an mpu and appeared to be due to a loss of power to the mpu. The pump was supported by the backup battery during each event and continued to operate at the set speed. The log file appeared to show the system functioning as intended. A specific root cause of the captured events could not be determined. The device was manufactured prior to the ac power cord upgrade and there was no work order indicating that a new v-lock ac power cord was provided.